Event description:
Customer reported the insulin pump alarmed unexpected restart after a battery change. Troubleshooting was performed. Customer's blood glucose level was 241 mg/dl. Customer did not recall any significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported. No further information reported.

Manufacturer narrative:
The insulin pump passed self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, the insulin pump alarmed after battery installation due to broken solder joint connector on the interface board. The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.